Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 200-300 mg/dl and was admitted to the hospital for diabetic ketoacidosis. The customer was discharged 3 days later and the bg level had lowered. The customer indicated that not changing the supplies was a possible major contributor to the high bg level.